Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on posterior. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and puncture opening ion anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening punctured assessed as surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported via questionnaire capsular contracture, baker grade ii. The device has been explanted.